Event description:
A dialysis facility reported that during a hemodialysis treatment, a pt c/o nausea and dizziness. Systolic blood pressure was 80. Pt was given a total of 1200 ml. Treatment was discontinued and pt was stable upon discharge. Based on the pre and post wts. And amount of saline given, there was reportedly an excessive fluid loss of 1.4 kg. There was no serious pt. Injury.